Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a mobile power unit (mpu) was returned to abbott for an unknown reason.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) is being evaluated as it was returned for an unknown reason. The mpu was returned for analysis and underwent functional testing. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu was able to function as intended. No further testing was conducted. Multiple good faith effort attempts were made asking if there was any patient involvement and for the reason for the return; however, no response was received. There were no issues with the returned mpu, and it will be transferred to the rental pool. The device history records were reviewed for the mpu and it was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.